Manufacturer narrative:
The drill was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which insufficient lubrication around the bearings of the rotor. Lack of lubrication can lead to increased friction among rotating components, resulting in heat being generated.

Event description:
It was reported by the customer that during testing, the device overheated. There was no patient involvement and no adverse consequences alleged with this event.